Event description:
This follow up emdr is being sent to cancel the initial emdr sent on this event. See h10 for more details.

Manufacturer narrative:
This correction follow up report is being submitted to cancel the initial report submitted relating to this event. The initial report was that there were only three bands on the device in the package. Cook interpreted that information as the bands prematurely deploying in the package which is a reportable event. The facility responded to cook's request to clarify stating that the bands were missing completely. This changes the event to missing components which has not historically caused or contributed to a serious injury or death. Based on further quality and medical evaluation, this incident no longer meets the reporting criteria of an FDA MDR report.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a biohazard bag with an open box/tray from the lot number provided in the report. The label matches the product returned. All components were included in the return. Our laboratory evaluation of the product said to be involved confirmed a band prematurely deployed in the packaging. One deployed band was laying loose in the tray. Two bands were on the barrel as expected, however there were only 3 bands total; 3 were missing. A function test was not performed on deployment of the bands as this occurred prior to use, however, a visual examination of the device was performed and the set up process prior to deployment was executed and all parts operated as expected without premature deployment of the bands. The trigger cord was intact and was not broken. The length of the trigger cord was measured between the knots and was within the tolerance. All deployment beads were present when examined under magnification. The handle wheel movement was performed and the wheel functioned as intended. The multi-band ligator barrel was also able to be attached onto the end of the endoscope as expected. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The appropriate amount of material is documented on the device history record. Investigation conclusion: our evaluation of the returned device confirmed there was one deployed band laying in the returned tray. A definitive cause for this observation could not be determined because the actual prior to use product preparation and handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. Premature band deployment can occur if the device experiences excessive pressure during general handling or shipment. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for an esophageal varices ligation procedure, the user opened the package and found out there were only 3 bands on device (instead of 6). There was no use on patient. An initial emdr was sent due to this information. A response to additional questions about this event was received 01jun2023, stating that the bands were missing completely from the packaging, not prematurely deployed. This event is not considered FDA reportable because this has historically not caused patient harm. Follow up 1 was sent to cancel the initial emdr. The device returned 23oct2023 and one of the three bands reported on the barrel had deployed [premature deployment]. This is considered a reportable malfunction. This follow up 2 is being sent to capture that this event has now become reportable after the report was cancelled. As this observation was made prior to patient contact, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
In preparation for an esophageal variceal ligation. The physician prepared to use a cook 6 shooter saeed multi-band ligator. It was reported, that the user opened the package of device and found out there were only 3 bands on the device. This occurred prior to patient contact; there was no impact to the patient. In addition, the user sustained no clinical consequence. And there were no adverse effects to the user.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report, because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation, because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed, that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time, based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.